Event description:
On (B)(6) 2020, the sales representative who was present at the procedure confirmed that the event occurred during the preparation stage. The operator tried to pull out the shipping stylet and found the stylet was unable to be pulled out, and the sheath was also twisted due to the force. The procedure was finally completed with another new device.

Manufacturer narrative:
During evaluation of the returned device, it was found an unknown piece of metal was stuck inside the delivery system. Further observation confirmed the unknown piece of metal stuck inside the delivery system is the shipping stylet. The device is unable to be loaded onto a wire guide and placed into the patient with the shipping stylet left in place. Additionally, a search of risk documents and the complaint database revealed there has not been an incident where the malfunction, unable to report shipping stylet, has led to a serious injury or death. Therefore, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the delivery system of a zenith flex aaa endovascular graft iliac leg was found to be twisted under imaging and could not allow for successfully deployment of the graft. A (B)(6) year old male was undergoing a procedure in which zenith devices were implanted. After the main body stent was successfully deployed, the operator began the deployment procedure for the iliac leg graft. As the graft was being delivered to the target position, the operator held the gray position with their right hand and started to withdraw the delivery system with their left hand, to deploy the send. The operator felt resistance during this process, and was unable to withdraw the sheath. Under x-ray imaging, it was noted that the delivery system was "twisted". The delivery system was removed from the patient for his safety. Upon withdrawal, it was noted that the delivery system was twisted and had small tears and damage. The procedure was completed by using another zenith flex aaa endovascular graft iliac leg graft. There was no difficulty noticed during advancement of the device. No damage was noted to the device or the packaging prior to use. The patient had no pre-existing conditions or comorbidities. The patient is reported to have "recovered well". There was no ballooning or stenting required prior to the placement of the graft. No other adverse effects have been reported for this incident.